Event description:
It was reported that the patient underwent a surgical procedure to treat cystocele, pelvic organ prolapse, stress urinary incontinence, and menorrhagia on (B)(6) 2010 and mesh was implanted concurrently with an anterior repair, diagnostic hysteroscopy and dilation and curettage with endometrial ablation. It is reported that the patient experienced chronic pelvic and vaginal pain, chronic urinary and vaginal infections, dyspareunia, urinary leakage, abnormal vaginal discharge, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that on (B)(6) 2012, the patient underwent a hysterectomy due to pelvic and vaginal pain. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-00783 and medwatch 2210968-2013-00785. The same patient is represented in each medwatch.